Event description:
It was reported when the patient presented for device change-out procedure due to normal eri, the patient experienced asystole for a brief period of time. Loss of output occurred when the physician used bipolar cautery in short bursts. External pacing pads were connected to the patient but could not also capture the heart. The physician was able to connect the new generator and pacing was restored. The patient was stable post-procedure.